Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the components underwent thorough analysis. The pump tubing had been cut down to the pump block and was not returned for analysis. The pump did not pass the inflation or activation testing performed. The cylinder had a bulge present when it was inflated with a syringe, and also, presented wear at the folds in the middle and proximal areas of the cylinder body. The cylinder kink resistant tubing (krt) was worn to the filament. The device issues identified during analysis could have affected product performance.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the right cylinder was found. Therefore, the pump and right cylinder were explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the right cylinder was found. Therefore, the pump and right cylinder were explanted and replaced. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.